Event description:
A report was received that the patient was experiencing ineffective therapy. A system check revealed high impedances. The patient underwent a revision procedure and the physician chose to replace the lead. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Update to initial MDR field: additional information was received that there were two leads displaying high impedances. There is no additional information available at this time regarding the leads.

Event description:
A report was received that the patient was experiencing ineffective therapy. A system check revealed high impedances. The patient underwent a revision procedure and the physician chose to replace the lead. The patient is reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing ineffective therapy. A system check revealed high impedances. The patient underwent a revision procedure and the physician chose to replace the lead. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The complaint has been confirmed for s/n (B)(4). Visual inspection revealed that the lead was cleanly cut approximately 11 inches from the distal end. X-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. It appears to be a result of fatigue. Electrical tests could not be performed due to broken cables. The complaint has been confirmed for s/n (B)(4). Visual inspection revealed that the lead was cleanly cut approximately 14 inches from the distal end. X-ray inspection of the lead revealed that 2 cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. It appears to be a result of fatigue. Electrical tests could not be performed due to broken cables.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2138-70 serial/lot#: (B)(4), description: scs 70cm iii lead.

Event description:
A report was received that the patient was experiencing ineffective therapy. A system check revealed high impedances. The patient underwent a revision procedure and the physician chose to replace the lead. The patient is reportedly doing well following the procedure.